Event description:
It was reported that the t25 obturator tip broke off during tightening. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visually confirmed approximately 3mm of both instrument tip have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension identified an out of specification condition; this out of specification condition (oversized shaft diameter) is believed not have contributed to the foregoing event. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. The above findings are consistent with torsional overload. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.